Event description:
It is reported the patient was revised due to the screw breaking.

Manufacturer narrative:
This report will be amended when our investigatin is complete.

Manufacturer narrative:
A patient history review indicated that there was a revision surgery due to the breakage of the screw. The device was used for treatment. The product was evaluated via visual examination, caliper measurements, and scanning electron microscope analysis. Dimensional readings conformed to print specifications. No previous complaints for the part/lot combinations of any of the four associated products exist. Review of the device history records and inspection reports indicates the devices were manufactured and inspected to specifications. A number of x-rays were provided which covered various dates (preoperative x-rays, intraoperative x-rays, postoperative x-rays, and x-rays related to the revision surgery). The x-ray review concludes that the number of screws used would not be unusual for fixation of the proximal femur fracture shown on the preoperative ap images. However, these screws by themselves do not adequately address the greater trochanteric/subtrochanteric fracture with development of a butterfly fragment which apparently occurred intraoperatively. Scanning electron microscope analysis has concluded that the fracture was initiated via bending fatigue stress. The investigation has revealed that the root cause of failure can be attributed to inadequate fixation of the proximal screw in the vicinity of the greater trochanteric/subtrochanteric fracture, facilitating movement at the fracture site and leading to fatigue failure.

Manufacturer narrative:
A patient history review indicated that there was a revision surgery due to the breakage of the screw. A complaint history search could not be conducted because there was no lot number provided. A number of x-rays were provided which covered various dates (preoperative x-rays, intraoperative x-rays, postoperative x-rays, and x-rays related to the revision surgery). The x-ray review concludes that the number of screws used would not be unusual for fixation of the proximal femur fracture shown on the images. However, these screws by themselves do not adequately address the greater trochanteric/subtrochanteric fracture with development of a butterfly fragment which apparently occurred intraoperatively." The assessment further states that there was little purchase of the proximal screw in the vicinity of the trochanteric/subtrochanteric fracture which predisposed the construct to motion at the fracture site and to screw breakage. With the information provided, it appears that lack of adequate fixation of the greater trochanteric/subtrochanteric fracture and/or butterfly fragment may have caused or contributed to the reported event. There was no product returned; therefore, no physical evaluation could be conducted. The dhrs could not be reviewed due to lack of product identification, no lot number provided. There were attempts to obtain additional information to no avail. The zimmer natural nail system is used for treatment.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This report will be amended when our investigation is complete.